Event description:
In 2007, the pt reported that he received the empty cartridge warning (e1) and he had been disconnected from the infusion device. His blood glucose was elevated to 300 mg/dl. While attempting to change the insulin cartridge the plunger became stuck to the piston rod and 315 units of insulin spilled into the cartridge compartment of the infusion device. He dried the cartridge compartment and received an e10 (cartridge error) and then an e4. To troubleshoot the pt was instructed to remove the infusion tubing and he instead removed the entire insulin cartridge. After re-inserting the insulin cartridge the pt attempted to prime and no insulin dripped from the end of the infusion tubing. A nurse then began to assist the pt and she stated the insulin cartridge was full of air. The nurse removed the air from the insulin cartridge and attempted to perform a prime and no insulin dripped from the infusion tubing. She attempted to prime again and received an e4. The pt will switch to injection therapy. Product was replaced and requested to be returned for eval.